Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with an unspecified mentor saline breast prosthesis and experienced a deflation on the right side post-operatively, which was diagnosed during an office visit. The patient noticed the implant getting smaller. As a result, the patient underwent explantation on (B)(6) 2022. It was reported that the patient made a full recovery.

Manufacturer narrative:
On june 03, 2022, the mentor failure analysis lab has received the device for evaluation. The brand name in section d1 had been updated to unknown smooth saline breast prosthesis. The patient's initials were updated to (B)(6) in section a1. On june 06, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the saline smooth breast implant had an area of shell abrasion on the anterior view. Additionally, a tear was observed within the shell abrasion measuring approximately 0.4 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).